Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they have been having problems with the stimulator not responding to their commands. Patient stated they are pressing up and down and it is doing nothing. Patient said they are feeling a strong sensation from the device and stimulation turned up to a very high degree that they did not touch it at all. Patient mentioned they felt a great deal of pain on and stimulation went up on that day. Patient also said when they do the commands to adjust the stimulation, it does not go down or up. Patient service specialist (pss) asked if patient gets an error code and patient said no, they push the buttons and the stimulation doesn't change. Patient then said this morning they went on to some other programs and found out that on program a it was responding unlike program c, they have only used one program. There is a setting 1 that they were told not to touch until it starts stimulating them. Patient looked through the programs and saw that program c was set on 7 and their normal therapy range is 4. When patient tried to adjust group a on number 3 it did adjust down then but now it is intermittently going up or down and not responding. Pss confirmed that the patient was not feeling a shocking sensation and that this is a strong sensation. Pss advised to reset equipment and after reset patient confirmed controller was 100% and implant was 70%. Patient then tried to change settings and all was working normally again. Pt mentioned they are having no issues with the charging part to the ins. Pt states they are having to charge 3 times per day because ins is draining so fast because of settings. The troubleshooting steps that were taken on the call resolved the issue. Patient will monitor and call back if issue persists.